Event description:
It was reported that the patient complained of shortness of breath and poor exercise tolerance. The atrial lead exhibited low impedance, high thresholds, undersensing, as well as no sensing or capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.